Event description:
Alliance registry. It was reported that restenosis occurred. On (B)(6) 2024, the distal left circumflex coronary artery (lcx) was treated with a 2.00 mm x 15.00 agent dcb. On (B)(6) 2024, during a percutaneous coronary intervention (pci) of a different lesion, coronary angiography confirmed restenosis in the distal lcx. Pci to treat the restenosis was scheduled on a later date. On (B)(6) 2024, the pci was performed.